Event description:
It was reported that prior to a product demonstration at the user facility, foreign material was found in the sterile packaging of the product. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a demonstration, there was no patient involvement and no delay to a surgical procedure

Event description:
It was reported that prior to a product demonstration at the user facility, foreign material was found in the sterile packaging of the product. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a demonstration, there was no patient involvement and no delay to a surgical procedure

Event description:
It was reported that prior to a product demonstration at the user facility, foreign material was found in the sterile packaging of the product. No medical intervention and no adverse consequences were reported with this event. As this event occurred during a demonstration, there was no patient involvement and no delay to a surgical procedure

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Manufacturer narrative:
The reported foreign material in the sterile pouch was confirmed by a manufacturer repair technician visual inspection. A manufacturing issue was determined to be a potential cause of the foreign material in the packaging. The hood is not a repairable device and will therefore not be returned to the user facility.